Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved a plum 360 driver new that the device delivered a wrong dose during infusion. There was a patient involvement and no harm.